Event description:
During an assisted left salpingo-oophorectomy with mini laparotomy, the team was using a stryker disposable suction/irrigator and it began to emit smoke from the handpiece portion; also stated that the handpiece was leaking fluid from the button area. The team immediately removed it from the field. No harm.